Event description:
On (B)(6) 2022 we used the flowflex test (lot #cov1110218) to test my husband who was on days 5 and 6 of covid. On both days, the flowflex test was negative. On both days, we did a second test using ihealth and binax to confirm the negative result, and on both days the second test was positive. Meaning, the flowflex tests did not detect covid, when the two other rapid tests did.